Event description:
It was reported by a physician that the implantable cardiac monitors lack sensitivity and specificity due to a lot of baseline noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).